Event description:
One month after implant, the patient developed increased spasticity. An x-ray was performed and a catheter fracture was confirmed. On (B) (6) 2010, the catheter was replaced. During surgery, it was noted that the catheter was completely fractured at the side of the spinal cord near the v-wing anchor. The fractured catheter was explanted and a new catheter was implanted. Per the reporter: "the fractured part was not the part which can be damaged by the operation procedure, so there might be a possibility of catheter problem. Also, the patient cannot move by herself, so it has low possibility of body movement." The patient subsequently experienced decreased spasticity.

Manufacturer narrative:
(B) (4)